Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -1.42%, without claves, the accuracy reading was -5.88% , with the walkmed bag the accuracy reading was -6.35% , the mod test was -0.01% , and the bench test accuracy reading was -5.1%. There was no patient involvement.